Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result was 0.52 ng/ml. The result was not reported out of the lab. The original sample was re-tested twice and results of 0.08 ng/ml and 0.10 ng/ml were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube and was spun for 10 minutes. This was the only result being questioned. Qc was within specifications prior to and on the day of the event. A system check performed on (B)(4) 2009 passed. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. The fse adjusted the ultrasonics and cleaned dried wash buffer from the wash wheel. The fse performed a diagnostic testing and a 50 replicates precision study using low level accu tni and all results passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.